Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding"), multiple allergies ("allergies"), fatigue ("exhaustion"), vomiting ("vomiting"), diarrhoea ("diarrhoea"), skin disorder ("skin disorders"), arthralgia ("joint pain"), fluid retention ("fluid retention"), depression ("depression") and headache ("headaches"). The patient was treated with surgery (l hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, multiple allergies, fatigue, vomiting, diarrhoea, skin disorder, arthralgia, fluid retention, depression and headache outcome was unknown. The reporter considered arthralgia, depression, diarrhoea, fatigue, fluid retention, genital haemorrhage, headache, multiple allergies, pelvic pain, skin disorder, uterine perforation and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding"), multiple allergies ("allergies"), fatigue ("exhaustion"), vomiting ("vomiting"), diarrhoea ("diarrhoea"), skin disorder ("skin disorders"), arthralgia ("joint pain"), fluid retention ("fluid retention"), depression ("depression") and headache ("headaches"). The patient was treated with surgery (l hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, multiple allergies, fatigue, vomiting, diarrhoea, skin disorder, arthralgia, fluid retention, depression and headache outcome was unknown. The reporter considered arthralgia, depression, diarrhoea, fatigue, fluid retention, genital haemorrhage, headache, multiple allergies, pelvic pain, skin disorder, uterine perforation and vomiting to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.